Event description:
It was reported the lamp of the subject device was on it went to stby on its own and the spare lamp turned on / turned on the lamp and about 10 minutes later the lamp went out and spare lamp turned on and beeping. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps: based on troubleshooting and consultation with a tac team lead, the issue was suspected to be related to overheating, and repair was recommended. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.